Event description:
It was reported the customer's insulin pump was returned for undisclosed reasons. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test error test, rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with missing end cap sticker and back address/serial number label.